Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and found no damage. The returned platform was unable to undergo initial functional testing, as it exhibited a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power up. The load cell characterization test was performed which found that load cell 1 was over reporting. A review of the archive was also performed and no anomalies were observed on the reported event date of (B)(6) 2014, however multiple user advisory 7 messages were noted on 9/4/14. Load cell 1 was replaced to remedy the reported complaint. The platform underwent a second load cell characterization test to ensure that after replacement both load cells were functioning properly. The customer's reported complaint of the platform exhibiting a ua7 was confirmed through initial functional testing (the platform exhibited ua7 upon power up). Load cell 1 was replaced to remedy the customer's reported compliant. The root cause was determined to be that load cell 1 was over reporting. The platform underwent and passed all final functional testing.